Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported that, "during the passage of the catheter it did not progress in the introducer, another unsuccessful attempt was made and after it was decided to interrupt the procedure." The hospital did not have a 2nd catheter to attempt another insertion. The procedures being performed in conjunction with the iab insertion were a primary angioplasty and arterial recanalization due to an acute myocardial infarction. Additional information received states that the patient expired two hours after the issue occurred. The cause of death is reported as severe ventricular failure and cardiogenic shock secondary to acute myocardial infarction.

Manufacturer narrative:
(B)(4). The reported complaint that "during the passage of the catheter it did not progress in the introducer" was confirmed upon investigation of the returned sample. The customer returned a 40cc 8.0fr rediguard intra-aortic balloon catheter (iabc) without the original packaging for investigation. A kink to the iabc central lumen was noted at approximately 53.2cm from the iabc luer. Bends to the iabc central lumen were noted at approximately 11.9cm and 12.6cm from the iabc distal tip. Dried blood was noted on the exterior surfaces of the returned iabc; no blood was noted within the helium pathway. During the functional inspection, resistance was noted upon passing the guidewire through the iabc central lumen. The damaged iabc can result in difficulty inserting the iabc through a sheath. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the damaged catheter. The root cause was undetermined. No further action required at this time. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported that, "during the passage of the catheter it did not progress in the introducer, another unsuccessful attempt was made and after it was decided to interrupt the procedure." The hospital did not have a 2nd catheter to attempt another insertion. The procedures being performed in conjunction with the iab insertion were a primary angioplasty and arterial recanalization due to an acute myocardial infarction. Additional information received states that the patient expired two hours after the issue occurred. The cause of death is reported as severe ventricular failure and cardiogenic shock secondary to acute myocardial infarction.